Event description:
Pt was undergoing coronary artery bypass surgery. An epinephrine drip was being infused using an alaris medley pt care system free-flow infusion pump. The anesthesiologist was attempting to disengage the tubing from the cassette in order to disconnect the infusion from the pt. The anesthesiologist had not disconnected the intravenous line from the pt. It is not known why the anesthesiologist did not disconnect the IV line prior to removing the cassette. The company states that the pt should be disconnected prior to disengaging the tubing from the pump and has provided supporting literature. The anesthesiologist opened the pump module door and with one hand, attempted to remove the administration set. While doing this, his thumb pressed a blue button and white clip inside the module. The blue button and white clip are part of the IV tubing and not the pump itself. The MFR could better explain the purpose of the blue button and white clip. This inadvertent manuever allowed a free flow of epinephrine, prevention of this free flow would involve the operator performing one of the following three actions: (1) disconnect the tubing from the pt (2)turn the stopcock at the pt site to the off position or (3) close the flow clamp on the tubing. Any of these three actions would have prevented the manuever. As a result, the pt received a bolus of epinephrine and their systolic blood pressure exceeded 200mmhg. The pt did not experience any add'l adverse consequences. The external roller clamp was not engaged, however, users have come to expect intrinsic free flow protection. It is not known what add'l safeguards the device would need in order to provide free flow protection. Users believed that it was not obvious how to correctly remove the intravenous set from the pump module. Free flow was re-created when the user's fingers were as described above. The device has a flo-stop device that automatically closes when the pump module door is opened in order to prevent accidental free flow, however this function did not prevent free flow when the button and clip were disengaged. The MFR was contacted immediately about this problem and a MFR's rep came to the facility to review the problem. However, it is believed that there were no specific design changes suggested to the MFR and no changes were considered by the MFR, and none have been made although this problem was specifically discussed. The MFR did offer to provide add'l educational sessions, as well as referring staff to the operations manual. Prior to pump installation and for approx one month thereafter, the MFR provided what the co would call excellent support and training. Subsequently, new residents and staff were expected to be trained by existing staff.